Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the revision had not taken place yet as the patient was scheduled for a pump replacement which took precedence.

Event description:
Additional information received reported that the patient had not done anything with his stimulator and there had been no change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation on the left side. Impedance measurements over 10,000 ohms were seen and it was reported that the patient had a fractured lead. A lead revision was to be scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3550-39, lot# n301705, implanted: (B)(6) 2012. Product type: accessory: product ID 3778-75, serial# (B)(4), implanted: (b)(60 2012. Product type: lead: product ID 3550-14, lot# n331069, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-14, lot# n329443, implanted: (b)(60 2012. Product type: accessory. (B)(4).